Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: procedural myocardial infarction (mi) resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via trial that after implantation of three xience v stents (2.5 x 28mm, 2.5 x 23 mm, 2.75 x 23 mm) that the pt experienced a myocardial infarction (mi), which was resolved with no treatment. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that myocardial infarction, as noted in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system quality deficiency. Although a conclusive cause for the reported pt effect, and the relationship to the products, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency. The other two xience stents mentioned, will be filed under this MFR number.